Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years 5 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter aortic valve for severe regurgitation along with moderate stenosis. The patient presented with dyspnea symptoms and was admitted with congestive heart failure. No additional adverse patient effects were reported.